Event description:
It was reported that the patient experienced withdrawal in (B)(6) 2014. At this time, the healthcare provider (hcp) accessed the catheter access port (cap) and was unable to aspirate fluid. A catheter revision was scheduled. At a pump refill on the report date, the expected reservoir volume (erv) was 2.5ml and the actual reservoir volume (arv) was 18.5ml. The hcp was questioning if the catheter tip was occluded with possible fractured fragments. The pump logs went back to (B)(6) 2013 and did not indicated any motor stalls. The device system was used to deliver baclofen. It was later reported that there was a suspected catheter issue or malfunctioning pump. However, no alarms sounded. A catheter replacement occurred on 2014 (B)(6). Upon exploration, a catheter kink was determined to be the problem. A bolus dose was also programmed on the back table, after the catheter was disconnected, and it was determined that the pump was operating correctly. At the time of this report, the patient status was indicated to be ¿alive-no injury¿.

Manufacturer narrative:
Concomitant product(s) : product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the catheter was replaced on (B)(6) 2014. The patient was in for his first refill and the erv was 2.6ml and the arv was 18.5ml. A catheter issue was suspected as no pump alarm was observed. A catheter break, tear or hole occurred. Following the surgery, the patient recovered without sequela. It was later reported that the patient experienced increased spasticity. There was an obstruction of the distal catheter. At the time of the event, the patient was also taking oral baclofen and valium.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information/evaluation summary: the catheter was returned in segments. The anchor had been modified (shortened). There were kinked areas on the catheter at each side of the anchor along with 2 other areas on the catheter body. During pressure testing the kinks on either side of the anchor did not completely occlude when the catheter was bent to a narrow radius. One of the other kinked areas on the catheter body would occlude when the catheter was bent to a narrow radius during pressure testing; the other kinked area on the catheter body did not occlude when bent to a narrow radius during pressure testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).